Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving hydromorphone via implantable pump. It was reported that the catheter was removed on (B)(6) 2025. No further information was given. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the event date and notification took place on (B)(6) 2025. The catheter was removed due to being kinked and broken in two pieces. The drug information was hydromorphone. Additional information was provided from a company representative (rep) stated that the drug information was hydromorphone with 721.3 mcg/day 2167 mcg/ml.

Manufacturer narrative:
H3: analysis found ¿catheter body-had significant twisting that may have affected infusion¿; ¿broken catheter related to users' actions¿ and ¿kink observed.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.